Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that as per surgeon, the patient was experiencing flexion instability. Unknown if original case occurred at the (B)(6) hospital but their office was able to trace the lot number from the femur to that facility and date. They do not have part number on insert but know it was a sigma cr aox sz 15mm and potential lot number is 3472040. Patella also retained but no part numbers. Surgeon removed femur, tibia, insert, and revised to attune revision. Doi: (B)(6) 2011. Dor: (B)(6) 2020; right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.